Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. It also exhibited helix issues and placement difficulty while trying to repositioning. No additional adverse patient effects were reported.